Manufacturer narrative:
(B)(4). An empty 340 ml water bottle, lot #18b215, was received for evaluation. The water bottle arrived with the trigger detached and the humidifier adaptor attached. Visual inspection did not show any issues. The water bottle/adaptor assembly was attached to a flow meter to assess its functionality. There were no loose connections or air leaking when properly attached with the trigger covered to assess the described leakage. No functional issues found. A review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. Based on the investigation performed, the reported complaint could not be confirmed. Root cause is most likely user error of not tightening the adaptor fully to either the water bottle or the oxygen meter.

Event description:
The complaint was reported as: air leaked from the connecting part of flowmeter and humidifier adaptor. No patient injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint was reported as: air leaked from the connecting part of flowmeter and humidifier adaptor. No patient injury reported. The condition of the patient is reported as "fine".